Manufacturer narrative:
Reference MFR's report 2951580-2011-00231.

Event description:
It was reported that a user facility is currently using an arthrocare flow control valve with a flow control valve unit cable, and that the flow control valve is working intermittently. No pt complication or injuries have been reported as a result of this incident. No other info is available.